Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. Blood glucose level at the time of the incident was 188 mg/dl. Customer stated the device was exposed to moisture and has a crack at the back of the pump. Customer was advised to discontinue use of the pump and revert to backup plan per health care professional's instructions. The customer was advised that the insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. (B)(4).